Event description:
Per the independent repair center, the customer alleged problem is the o2 nipple and is loud. The key failure is the barbed connector is broken. Additional malfunctions are the pilot valve alarms and shuts down, the pe valve alarms, and the power switch has a low audible alarm.